Event description:
It was reported that the s-ICD displayed an alert indicating battery depletion. In addition, the health care professional (hcp) suspected high system impedances on this s-ICD system and requested technical services (ts) analysis prior to device changeout for battery depletion. The hcp reported that the patient has gained weight since implant. Ts noted the impedances were higher than implant but stable, ranging between 85-110 ohms. Ts provided troubleshooting recommendations. This s-ICD system remains in-service at this time. No adverse patient effects were reported. This s-ICD and electrode was subsequently explanted and returned to boston scientific for analysis.

Event description:
It was reported that the s-ICD displayed an alert indicating battery depletion. In addition, the health care professional (hcp) suspected high system impedances on this s-ICD system and requested technical services (ts) analysis prior to device changeout for battery depletion. The hcp reported that the patient has gained weight since implant. Ts noted the impedances were higher than implant but stable, ranging between 85-110 ohms. Ts provided troubleshooting recommendations. This s-ICD system remains in-service at this time. No adverse patient effects were reported. This s-ICD system was subsequently explanted and returned to boston scientific for analysis.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly found no anomalies, and visual inspection noted no abnormalities outside of expected explant related damage. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.